Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 529 mg/dl. Emergency medical service was dispatched. They were taken to the emergency room and was treated with intravenous therapy. The customer also had a battery out limit alarm on insulin pump. Troubleshooting was performed. They were assisted with clearing the alarm. The insulin pump will not be returned for analysis.